Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was temporarily unable to charge using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to get the pump to charge again by "fiddling" with the cable. During the time of customer's contact with tandem technical support, the customer confirmed that the pump was charging successfully with the same charging supplies.